Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old patient with heart failure and cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient had aortic regurgitation throughout pump support. This was treated by explanting the pump.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.